Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿undesirable shortening of limb¿ and ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01367 / 01368).

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01367 / 01368).

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right hip arthroplasty on (B)(6) 2006. The patient has experienced leg length discrepancy since 2011. No right hip revision has been reported to date. It is noted that patient is bilateral with a left total hip replacement on an unknown date in 1996. Subsequently, a left hip revision occurred on an unknown date in 1997 due to unknown reasons. It was noted that patient had a left hip armd, adverse reaction to metal debris. Additional information received in one year survey reports patient experiencing no pain in their right hip.

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right hip arthroplasty on (B)(6) 2006. The patient has experienced leg length discrepancy since 2011. No right hip revision has been reported to date. It is noted that patient is bilateral with a left total hip replacement on an unknown date in 1996. Subsequently, a left hip revision occurred on an unknown date in 1997 due to unknown reasons. It was noted that patient had a left hip armd, adverse reaction to metal debris.